Event description:
Physician reported that he observed discoloration in an iol 5 months after implantation. There's no impact on patient's visual acuity and the iol will not be exchanged.

Manufacturer narrative:
The device remains implanted. This lens is one of 55 intraocular lenses that are part of a voluntary recall. The manufacturer believes that these lenses may have been exposed to a chemical substance or environmental contaminant while residing at the same surgery center. Product history records were reviewed and indicate the lens met release criteria.